Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced the post-op complication of capsular contraction, underwent surgical intervention. Medical affairs has assessed the patient¿s capsular contraction as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2017, patient underwent bilateral revision augmentation; lower pole bottoming out (lower pole stretch defect) using a short scar incision. 1 piece of galaflex was used, cut in half. There were no concomitant procedures done. On (B)(6) 2017, capsular contracture of left breast was reported. On (B)(6) 2017, patient had left breast revision augmentation for capsular contracture, using p4hb.1 new piece of galaflex was used on the left breast. Resolved without sequelae on (B)(6) 2017. Review by medical affairs identifies the capsular contracture as related to the device and serious.